Manufacturer narrative:
Patient's weight was asked but unknown. The date of event was not specified; however, the patient experienced the reaction some time in (B)(6) 2018. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the xtra silent nite night guard. The patient developed canker sore like symptoms on her mouth and tongue. The patient experienced the reaction within a day or two after appliance delivery. The patient stopped wearing the night guard for 3 days. The reaction lasted about 5 days and went away in about 10 days. No additional treatment for the reaction was required. The patient was reported to be "good" and no further issues after stopped using the night guard. The patient has no known allergies or relevant pre-existing condition. It was unknown how the appliance was maintained. The appliance was rinsed prior to delivering to the patient. The dentist did not make any adjustment to the night guard.

Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and was returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the device were smooth without any readjustment. No major cracks were found. The mouthguard had normal wear and tear. Mouthguard's layers were intact and not separated. The mouthguard had a little yellowish discoloration due to normal usage. The mouthguard was returned in a clean condition with little calcium deposits observed. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the mouthguard's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.